Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (b)(6 2017 with the following findings: the battery compartment was cracked from the threads down to the case seal on the side.

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked. This report is made based on results of investigation completed on (b)(6 2017.